Event description:
It was reported that during an angioplasty procedure in the subclavian vein, after the balloon was inflated, the balloon slid towards the heart and the physician applied slight force to maintain the balloon shaft. It was further reported that when pulling the balloon catheter, the balloon and the shaft were allegedly separated. Furthermore, the balloon allegedly ruptured in the lesion. Reportedly, the shaft was taken out from the patient and the physician used a bare metal stent to appose the ruptured balloon material in the lesion to complete the procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2025).

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, after the balloon was inflated, the balloon slid towards the heart and the physician applied slight force to maintain the balloon shaft. It was further reported that when pulling the balloon catheter, the balloon and the shaft were allegedly separated. Furthermore, the balloon allegedly ruptured in the lesion. Reportedly, the shaft was taken out from the patient and the physician used a bare metal stent to appose the ruptured balloon material in the lesion to complete the procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The balloon portion was detached entirely from the catheter, exposing the inner guide wire lumen and was not returned for evaluation. The glue bullet was not seated correctly. No other specific anomalies were noted during the visual evaluation. No functional testing was performed due to the nature of the complaint and the condition of the sample. Therefore, the investigation was confirmed for reported balloon detachment as the returned sample confirmed the balloon noted to have detached from the catheter, exposing the inner guide wire lumen, and was not returned for evaluation. However, the investigation for the reported balloon rupture remains inconclusive as the functional testing couldn¿t be performed and no objective of the balloon rupture  could be observed due to the condition of the device. A definitive root cause for the reported balloon detachment and balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.